Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the patient self-treated with insulin when the cgm reading was high. After self-treatment, the cgm reading dropped to 176 mg/dl, and the patient started feeling unstable, was leaning on the wall, started talking about things the spouse could not understand, was sweating, incoherent, thrashing and eventually lost consciousness. An ambulance was called and when a fingerstick was taken by the paramedics the cgm reading was 176 mg/dl, and the blood glucose reading was 30 mg/dl. The patient was treated with intravenous glucose and was brought to the hospital. At the hospital a fingerstick was taken and the blood glucose reading was 39 mg/dl. Tests, including blood test were done and ¿some came out good¿, and ¿some were off¿. No further treatment was reported to be needed, and after 5 hours the patient was discharged. At that time, the cgm reading was 195 mg/dl, and the blood glucose reading was 190 mg/dl. At the time of the report, the patient was stable but was still a bit lethargic. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). A3: correction. H2: correction/additional information. H6: type of investigation: correction to remove 4119. H6: type of investigation: additional.

Event description:
Subsequent to the initial MDR, a correction/additional information is required.